Event description:
A surgeon reported that a memory lens implanted in a patient's eye on 4/2000 has since opacified and is planning to explant in the near future. Several requests have been made to obtain additional information. No further information is available at the time of this report.